Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
Clinician review of the provided information determined the likely root cause of the event to be related to surgical technique... Review of the case by a consulting clinician indicated: "the eccentric patella preparation and component placement resulted in a thinning of part of the patella, which subsequently fractured without component displacement. The fracture apparently healed without treatment. There is no evidence this situation was the result of factors of faulty component or instrument design, manufacturing or materials." There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that patella fracture was occurred 3 weeks after the ope. The surgeon suspects that patella clamp affected to the patella fracture.(there is a possibility that the pin of the patella clamp was affected.) Remained patella depth was more than 13mm. Bone union was completed with non-surgical procedure.

Event description:
It was reported that patella fracture was occurred 3 weeks after the ope. The surgeon suspects that patella clamp affected to the patella fracture.(there is a possibility that the pin of the patella clamp was affected.) Remained patella depth was more than 13mm. Bone union was completed with non-surgical procedure.